Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient had the lens explanted due to "vision still blurry, no near vision and "unable to tolerate results." Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. (B)(4).